Event description:
Additional information received indicated the patient forgot to turn the device off while at the wal-mart. The reporter stated, the device interfered with the cash register, "making wavy lines on the screen and top of the receipt not printing." However, it was noted, the patient was "fine." The patient also heard the device "beep" when she was in the parking lot. It was noted, however, the device does not beep. It was then reported, the patient was uncertain what she heard. It was also noted, the patient's swim suit got caught on the device when the patient was pulling it back up and it hurt "a little."

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v969906, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turning off when the patient was in wal-mart at the cash register. The patient saw wavy lines on her patient programer. If additional information is received, a follow up report will be sent.